Event description:
The customer reported that while patients were being monitored, the panorama central station with ambulatory telemetry system, the central station had missing ECG waveforms. No patient injury was reported.

Manufacturer narrative:
The company representative evaluated the system and observed the reported problem. The cause of problem is due to the mounted fluorescent lamp located near a telemetry antenna, causing interference with frequency noise that disrupted the telemetry system. Corrections included replacement of the light bulb in the lamp to adjust the light balance. After the light bulb was replaced, proper communication reestablished.